Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c6-c7. At the 6 week postoperative evaluation, the patient complained of mild neck stiffness. No treatment was recommended. At the 3 month postoperative evaluation, the patient continued to complain of a mild aching sensation in his posterior neck at the cervicothoracic junction on the left midline. The patient was prescribed ibuprofen 600 mg bid. At the 6 month postoperative evaluation, the patient continued to report aching pain in the backside of his neck with prolonged activity. The patient was prescribed anti-inflammatories and physical therapy. At the 12 month postoperative evaluation, the patient continued to complain of neck pain and described it as a mild nuisance. No treatment was given. At the 24 month postoperative evaluation, the patient continued to complain of mild neck stiffness. No treatment was given. Approximately 83 months postoperatively, the patient continued to complain of mild neck stiffness. No treatment was given, and no diagnostic procedures were performed. Approximately 112 months postoperatively, the patient continued to have mild neck stiffness. No treatment was provided. No diagnostic procedures were performed. The investigator noted the event was probably related to the prosthesis, as the prosthesis may be causing bone spurs and bridging osteophytes which may cause some of the symptoms. The outcome of this event is considered pending. Approximately 83 months postoperatively, the patient had bridging osteophytes anterior to the device at c6-c7. A series of x-rays of the c-spine show an artificial disk at c6-c7 that seems to be calcified anteriorly with a bridging osteophyte. Flexion and extension x-rays failed to show any movement of the artificial disk. Lateral bending x-rays failed to show any significant movement. Treatment included observation. The investigator noted the event was probably related to the prosthesis, as the prosthesis may be causing bone spurs and osteophytes. The outcome of this event is considered pending.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.